Event description:
Combined report: it has been reported that the system was not booting up, it got stuck at 00:00. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and downloaded the software. After replacement of the flexvision pc and downloading of the software, the system was returned to use in good working order.